Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano 4mm pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the inner shield and the hub were bonded to each other and when I removed the shield, the needle pe was separated with the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1138218. D.4. Medical device expiration date: 5/31/2026. H.4. Device manufacture date: 5/18/2021. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1138218, cat. No. 320136. Visual examination was carried out on the returned samples and photos and an extra piece of cannula was observed in between the hub and the cover. No damage was observed with cannula attached to the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam at the pick and place station during assembly.

Event description:
It was reported that the bd nano 4mm pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the inner shield and the hub were bonded to each other and when I removed the shield, the needle pe was separated with the shield.